Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. The device history record review confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. According to the IFU, it is explained that the user has to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the investigation results and information available, a conclusion code of unable to exclude device problem was assigned to this investigation since the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that during a lithotripsy procedure for calculus, an abnormal sound was suddenly heard, and it was noticed the fiber was fractured into two pieces. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a lithotripsy procedure for calculus, an abnormal sound was suddenly heard, and it was noticed the fiber was fractured into two pieces. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Correction to field e1: initial reporter zip/post code correction to field g1. MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code and MFR site country upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified the fiber was received in two pieces, indicating a fiber body breakage and the fiber tip was degraded. The device history record review confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The reported fiber break allegation was confirmed. Based on the investigation results and information available, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a lithotripsy procedure for calculus, an abnormal sound was suddenly heard, and it was noticed the fiber was fractured into two pieces. Due to this, the procedure was completed using another device. There were no patient complications.